Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Product was not returned for evaluation. Data was investigated and the reported allegation was not found. The issue is not confirmed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/20/2018 that the display device showed a transmitter failed error on (B)(6) 2018.